Event description:
Complainant alleged that during biomedical department's routine testing and preventantive maintenance of the device, the device's pacer energy output was found to be out of specification at the low and high ends. The complainant indicated that there was no pt involvement in the reported failure.